Event description:
On (B)(6) 2026, the user contacted acorn to request temporary removal of a portion of the stairlift rail to allow flooring work to be completed. On (B)(6) 2026, an acorn technician removed the center section of the rail. The upper and lower rail sections remained secured to the staircase, and the carriage remained parked at the upper charging station. On (B)(6) 2026, acorn returned to the residence to reinstall the removed rail section. During this visit, the customer's daughter-in-law informed acorn that the user had sustained an injury on (B)(6) 2026. According to the information provided, the user entered the stairlift at the top landing and rode it down the staircase despite the center rail section having been removed. The stairlift traveled to the end of the remaining rail section, at which point the carriage tipped and the user fell from the stairlift. As a result of the fall, the user reportedly sustained a fractured femur. It is unknown whether the user was wearing the seatbelt at the time of the event. Based on the information available, the event occurred after operation of the stairlift while the rail system was intentionally incomplete due to the temporary removal of a rail section for home flooring work.